Event description:
This report summarizes one malfunction. A review of the reported information indicated that an cq7594 pta balloon dilatation catheter allegedly experienced a material rupture, material frayed, and unraveled material. This information was received from one source. The material rupture involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.

Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation confirmed for material rupture, peeled, and unraveled material. A root cause has not been determined. The device is labeled for single use. Device code: 1454. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an cq7594 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from one source. The material rupture involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.